Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous mr 2.50 x 24mm stent delivery system was returned for analysis. The entire stent was severely damaged. As the outer diameter could not be measured the manufacturing crimp data for the device was reviewed and the maximum stent profile from the manufacturing data was within the specification. The balloon cones were reviewed and there were no issues to note. The balloon wings were tightly wrapped and evenly folded. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-06104. Reportable based on device analysis completed on 21-jun-2018. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. After a non-bsc wire crossed the lesion, pre-dilation was performed with a 2.0x15mm non-bsc balloon catheter. Then a 2.50 x 24 synergy¿ drug-eluting stent (des) was advanced but failed to cross the lesion. Another 2.50 x 24 synergy¿ des was advanced but also failed to cross the lesion. Another attempt was made using a guidezilla, but still failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.